Manufacturer narrative:
Updated: d4 (primary UDI number), d8, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The customer did not provide device culture results or the facility cleaning disinfection and sterilization (cds) processes. Olympus provided the following result of culture testing, performed at the third-party labs: olympus hmi results 1st sampling: non-conform. Sampling date: 13-feb-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: dermacoccus sp; enterococcus casseliflavus / mundtii. Olympus hmi results 2nd sampling: non-conform. Sampling date: 06-mar-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: kocuria rhizophila; staphylococcus capitis; staphylococcus epidermidis; microbacterium oxydans; paenibacillus amylolyticus; microbacterium oxydans. Olympus hmi results 3rd sampling after repair: conform. Sampling date: 20-may-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: dermacoccus nishinomiyaensis; bacillus thermoamylovorans. Based on the results of the investigation, the customer reported growth of microorganisms after reprocessing was confirmed. Results of the first and second olympus culture testing results showed high levels of contamination. After repair of the device, the third olympus culture testing results were within the acceptance criteria. Additionally, the investigation found foreign material in the device air/water-cylinder, air/water-tube, the channel-tube and in the device auxiliary water-tube. Based on the data provided, there could potentially be a correlation between the device and the cause of contamination. In general, device damage (e.g. Foreign material in multiple tubes and clogged channels preventing water supply) could be a source of microorganisms but without the cds information from the customer, it was not possible to correlate any possible lapses in device reprocessing as described in the IFU. A definitive root case of the issue could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
No additional event information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex video scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.